Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient in her 70's being treated for pneumonia with fluid in her lungs, was admitted to hospital with respiratory distress. A lung ablation was performed. The ablation was completed as expected without complications. A few days post procedure a latent pneumothorax was observed. A chest tube was placed and the pneumothorax resolved in about 2 days and the chest tube was removed. About 2 weeks later, the patient was symptomatic. Imaging features showed bi-lobar pneumonitis. The patient died soon after. Physician stated cause of death was comorbidity.